Event description:
It was reported by dealer that the (B)(4) concentrator is yellow light alarming during use. The dealer also states that the plastic strip that holds the shroud in place in the back of the unit is broken where it connects with 2 screws.